Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the user over the phone. The tse suggested performing a short self-test (sst) and let the unit run on a test lung overnight. The user reported to have followed the tse recommendations and the unit ran normally. No additional information was obtained.

Event description:
Covidien received information stating that the ventilator experienced a severe occlusion while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The is no report of serious injury or death associated with this event.